Manufacturer narrative:
The device has not been received to date. Customer emailed olympus technical assistance center (tac) support to troubleshoot. The customer reported a issue. Tac replied to the customer¿s email and have not heard from the customer since. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a e103 (lamp light-up error) displayed on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e103 error could not be identified. However, it¿s likely the cause is related to the lamp life closely reaching expiration. Olympus will continue to monitor field performance for this device.